Event description:
It was reported that balloon ruptured occurred. The patient presented with hemodialysis failure. Percutaneous transluminal angioplasty was then performed to improve patient condition. Vascular access was obtained via vein side utilizing retrograde approach. The 99% stenosed target lesion was located in an internal shunt in the moderately calcified and moderately tortuous unspecified forearm vessel. The 6.0x40x75cm mustang balloon catheter was used for dilation. On the second inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended 1mm proximal to the proximal edge of the distal markerband and it extended up to the proximal markerband for a total length of 34mm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that balloon ruptured occurred. The patient presented with hemodialysis failure. Percutaneous transluminal angioplasty was then performed to improve patient condition. Vascular access was obtained via vein side utilizing retrograde approach. The 99% stenosed target lesion was located in an internal shunt in the moderately calcified and moderately tortuous unspecified forearm vessel. The 6.0x40x75cm mustang balloon catheter was used for dilation. On the second inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).